Event description:
It was reported that the customer received a button alarm. Technical support educated the customer to keep items from pressing on the button to prevent this alarm from occurring. However, reportedly, nothing was pressing on the button. Customer¿s blood glucose level was not impacted. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.